Event description:
The complainant has reported that a male pt underwent a therapeutic ercp procedure with the placement of biliary stents. The first rapid exchange biliary stent system was implanted without issue. The attempt to place a second device resulted in the introducer disconnecting from the push catheter. The push catheter was removed with the second stent. The physician has indicated that the one stent was adequate. The pt did not sustain any complications or ill effect and his condition is reported as 'fine, stable'.

Manufacturer narrative:
The customer's complaint was confirmed. A visual examination of the device did not identify any issue with the push catheter and wire assembly. The guide catheter was detached from the wire assembly and the stent was placed over the guide catheter. No problem was identified with the stent. The proximal end of the guide catheter had a 1cm longitudinal tear. A functional check was performed by retracting and extending the wire assembly. The stent slid on and off the guide catheter without resistance. The root cause cannot be determined.